Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 24 and 36 hours. Once at the hospital the patient was treated with an intravenous drip. The patient reports after treatment their blood glucose level was 290 mg/dl but then had increased to 442 mg/dl. The patient applied a new pod and administered a correction bolus. The patient was at the hospital emergency room for 5 hours. The patient reports while on this call their blood glucose level was 458 mg/dl. The patient was called back after an hour and their blood glucose level had rose to 539 mg/dl. The patient was contacted after 4 days and reports their blood glucose levels had returned to a normal range. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.